Manufacturer narrative:
Add'l info: (B)(6).

Event description:
It was reported that on: (B)(6) 2007 patient underwent following procedures: anterior lumbar cage placement, l4-5 and l5-s1, anterior lumbar stabilization, screws l4-5 and l5-s1, local bone graft harvesting. Per-op notes: the actual cage was filled with local bone and rhbmp2/acs and placed in to the space, further reconfirmed and visualization with fluoroscopy and then localized and held in place using stabilization technique of a guide and awl with a 30mm screw.

Event description:
It was reported that the patient underwent an anterior lumbar interbody fusion l4-l5, l5-s1 using rhbmp-2/acs. Imaging studies reportedly revealed that the patient developed bony overgrowth at the implant site and nerve compression. The patient also reportedly has developed chronic pain and radiculitis.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.